Manufacturer narrative:
Investigation: DHR was performed and no quality notification was raised for similar nonconformance during the production of this batch. Representative samples and photos were returned. The photos displayed catheter pullout. The representative samples were pull tested and all met specifications. Based on the investigation, we can conclude that no abnormalities that could be attributed to the observation by the user. Hence, the root cause could not be determined.

Event description:
It was reported that during use of the bd insyte - w¿ winged yel 24ga x 0.75in the catheter was broke.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte - w¿ winged yel 24ga x 0.75in the catheter was broke.